Event description:
Lab technician ran a pt blood sample for a ptt on the mtx analyzer. The mtx reported a ptt of 12.19 sec with "rng!" Error message. Repeated and the mtx reported 20.5 sec, and repeated again and got 28.4 sec. Tech reported the 20.5 result to the physician. The pt was given a boost of heparin. Later, the pt experienced a cranial bleed, and subsequently died.